Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the load fill tubing issue could not be verified.